Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 "call service alarm" occurred 3 or more times within a 30 day period. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 078-0008 alarms observed in black box. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Moisture observed in display. Pump case is cracked near top right corner of display and between keypad and case seal. Leak test verifies leak at cracks in case. Pump opened and moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.